Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?). How was the suture placed? (Interrupted or continuous?). How was the suture tied? (Square knot or multiple knots one end?). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a caesarean section procedure at 36 weeks of amenorrhea for maternal protection on (B)(6) 2021 and suture was used. The caesarean section was closed at the aponeurotic level and the device was also used for hysterorrhaphy and hemostasis. On (B)(6) 2021, surgical revision (treatment of an eventration by simple suture) was necessary because of an evisceration following an effort of cough, in a context of deglobulization. The evolution was then favorable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7. Additional information was requested and the following was obtained: what were current symptoms following the index surgical procedure? Onset date? - none. Other relevant patient history/concomitant medications? - overweight / covid 19 infection (patient hospitalized for this reason). On what tissue was the suture used/location of suture placement? - aponeurosis of the rectus abdominis. What tissue dehisced? - aponeurosis of the rectus abdominis. What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) - without anything special. How was the suture placed? (Interrupted or continuous?) - overlock. How was the suture tied? (Square knot or multiple knots one end?) - mono overlock with node amare. How was the dehiscence managed? - not provided. Please describe any surgical intervention required for the wound dehiscence including date and findings. - not provided. Please describe the appearance of the suture during the second procedure. - not provided. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? - patient hospitalized for covid 19, intubated then extubated, very severe cough in the immediate aftermath of surgery. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? - none during the cesarean. What is physician¿s opinion as to the etiology of or contributing factors to this event? - the abdominal pressure increased by the patient's cough tensioned the overlock and favored the release of the suture. What is the patient's current status ? - reviewed 6 weeks after the caesarean, the patient is doing very well and has no functional complaints.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that ten unopened samples of product code jv474 were received to ethicon inc for evaluation, all unopened samples were examined for visual defects. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged, knotting or breakage suture, and no defects were observed during evaluation. H6 component code: g07002 - device from same lot/batch returned from user.